Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead exhibited high thresholds, and was found to have dislodged. The lead was repositioned, and remains in use. During the repositioning, the device was reprogrammed in order to expose the patient's underlying rhythm, and when the procedure was complete, a magnet was applied to the device in order to determine device function. However, the magnet rate had been disabled for a period of time following programmer interaction, and the device was thought to be faulty. The device was explanted and replaced, and when later tested, performed normally. The clinicians were not happy that they were unaware of this feature. No patient complications have been reported as a result of this event.